Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device noted that the catheter was stretched on its proximal end just distal to the strain relief. The catheter outer shaft was separated 0.8cm distal to the strain relief and the inner braided shaft was stretched but still intact. No other anomalies were noted to the catheter. The anomalies found on the product appeared to be due to excessive force used to pull the catheter out of the dispenser coil while it was stuck in the dispenser coil.

Event description:
When the device was received at the manufacturer for analysis, the outer shaft of the catheter was noted to be separated 0.8cm distal to the strain relief.

Event description:
When the device was received at the manufacturer for analysis, the outer shaft of the catheter was noted to be separated 0.8cm distal to the strain relief.